Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed auto reducing issues on both leads and high impedance on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: health effect - clinical code should have been 4412 - movement disorder rather than 2388 - inadequate pain relief.